Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the mcs instrument or the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. This complaint is being reported due to the mcs tip cover accessory falling into the patient. The tip cover accessory was successfully retrieved and no patient harm was reported. However, it is unknown what caused the reported failure.

Event description:
It was reported that during a da vinci assisted surgical procedure, the surgeon claimed that the tip cover accessory fell off into the patient while attempting to remove of the monopolar curved scissors (msc) instrument from the port. Furthermore, it was confirmed that the tip cover accessory was successfully retrieved and no patient harm, adverse outcome or injury was reported.